Event description:
It was reported to boston scientific corporation on november 14, 2005 that a low profile gastrostomy device was used during a balloon replacement procedure performed the month prior (patient age, gender and weight are unknown). According to the complainant, the balloon deflated five days prior to original date. The balloon was inspected outside body, there was no anomaly detected. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination, there was a tear present in the balloon of the device, rendering it non-functional. It cannot be determined conclusively how the small tear in the balloon occurred. The tear was along the balloon's seam (its weakest point), which could be indicative of a manufacturing defect. It is also possible that the balloon came into contact with a sharp or abrasive material, which in turn could cause a small hole in the balloon. The device manufacture date and expiration date are unknown.